Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please, see medwatch report 2032227-2014-30404.

Event description:
It was reported that the customer was having difficulty with the serter. The customer stated that the needle pricked their skin but the sensor did not penetrate their skin. The serter barley came off, the needle hub would not remove easily. The customer removed the needle hub but when they took the sensor off, there was no little wire lead hanging. The customer inserted on their right side, four inches before the second rib. The customer stated that there was a lot of pain and a little blood at the insertion site. The customer's blood glucose was 426 mg/dl, which was treated with the insulin pump. The customer stated that they had eaten strawberry cream pie and a caramel mocha from (B)(4). Nothing further was reported.